Event description:
Info received indicates when the brakes were engaged, the caster right head caster did not hold.

Manufacturer narrative:
The tech found that the caster was out of adjustment. The tech adjusted the caster to repair the bed.